Event description:
It was reported that the device was stuck. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid to distal right coronary artery. A 330cm rotawire was selected for use. During the procedure, the device was adjusted and advanced with 180,000rpm outside the body. However, it was noted that severe resistance was felt immediately after the guiding catheter was inserted, so it was removed. When the device was checked outside the body, it was already stuck with the wire. The procedure was completed with another of the same device. There were no complications reported. It was further reported that the a 2.00mm rotapro was used together with the rotawire.

Manufacturer narrative:
E1. Initial reporter city: (B)(6). D4: lot number: updated to 0026761570. D4 expiration date: updated to 02/05/2023. D4 UDI: (B)(4).

Manufacturer narrative:
E1. Initial reporter city: (B)(6). The device was returned for analysis. Microscopic and visual inspection of the wire found no damages or defects. Functional testing revealed that the rotawire was able to be removed and reinserted into the returned rotapro device without issue. Dimensional inspection revealed that the outer diameter of the distal tip, middle of the device, and proximal section were within specification.

Event description:
It was reported that the device was stuck. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid to distal right coronary artery. A 330cm rotawire was selected for use. During the procedure, the device was adjusted and advanced with 180,000rpm outside the body. However, it was noted that severe resistance was felt immediately after the guiding catheter was inserted, so it was removed. When the device was checked outside the body, it was already stuck with the wire. The procedure was completed with another of the same device. There were no complications reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the device was stuck. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid to distal right coronary artery. A 330cm rotawire was selected for use. During the procedure, the device was adjusted and advanced with 180,000 rpm outside the body. However, it was noted that severe resistance was felt immediately after the guiding catheter was inserted, so it was removed. When the device was checked outside the body, it was already stuck with the wire. The procedure was completed with another of the same device. There were no complications reported.